Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The dare of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during her 12 day wear of an adc freestyle libre sensor. Customer further reported experiencing skin peeling and irritation at the sensor site and self-treating with dettol antiseptic. Customer had contact with a healthcare professional and was diagnosed with contact dermatitis and prescribed forsuderm (topical antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor. No issues were observed. Observed sensor plug was fully seated. Observed returned sensor in state 5 which is normal termination. Removed plug and inspected plug assembly; no failure mode was observed. Further extended investigation was performed on the returned sensor. Data was extracted from the puck using approved software. Puck were found to be in sensor state 5, indicating normal termination. A visual inspection was performed returned puck, and no anomalies were found. The review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The investigation showed all processes were effective and did not find any abnormalities with the units. No product deficiency was identified.

Event description:
Customer reported experiencing an allergic reaction during her 12 day wear of an adc freestyle libre sensor. Customer further reported experiencing skin peeling and irritation at the sensor site and self-treating with dettol antiseptic. Customer had contact with a healthcare professional and was diagnosed with contact dermatitis and prescribed forsuderm (topical antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.